Event description:
A patient/layperson spoke with a customer care advocate, cca, in 2007 to report that her onetouch ultramini meter would not turn on. The patient attributed it to accidentally dropping the meter in water two days earlier at 11:00 a.m. Later the patient developed dizziness and a "burning in the stomach", but "not like a stomach ache" when the cca asked. All product was replaced. The patient informed the cca that, because she knew her blood glucose must be elevated based upon the symptoms and being unable to test, the patient arranged to see her physician on one day prior to original date at 12:00 pm. Before traveling to the doctor, the patient took 10 units of humalin 50/50; the usual dose is 15 units twice a day. However, because she was afraid that she might "pass out" on the way, and because she did not have a backup meter to test, the patient elected to take the lower dose. The patient's blood glucose on the doctor's meter was "541 mg/dl". The doctor gave her an injection of an unknown quantity of regular insulin. The complaint is classified as an adverse event, because the patient alleged she was unable to obtain a blood glucose result, less insulin was taken and treatment was delayed.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.